Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of "downstream occlusion alarm during purge" was confirmed. The reported issue was caused by an uncalibrated downstream occlusion (dso) sensor and was replicated by the technician. The dso sensor was re-calibrated after which the problem no longer occurred. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a downstream occlusion alarm during purge. There was no reported patient involvement.